Event description:
The pt reported charging issues between the implant and external equipment. An advanced bionics representative could not perform device evaluation, and therefore, the problem was not confirmed. The pt fell on the implant site and was admitted to the hospital with pain at the implant site. The pt was explanted and reimplanted with a new advanced bionics spinal cord stimulator.